Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the venting connector of the light guide and the video connector were deformed; the video connector, the video connector case were cracked; the protector of the video cable section, light guide cover glass, the bending section cover and the universal cord were scratched; the label on the light guide connector was peeled; the adhesive on the bending section cover had a chip; due to damage on the lock engagement lever, the angle knob torque of the lock engagement lever at the engage exceeded the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and due to a pinhole on the universal cord, water tightness was lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a damaged on the scope. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and corrections to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeled adhesive around objective lens was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.